Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr got stuck on wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left descendant artery. A 2.00mm rotapro burr and rotawire drive were selected for use. During the procedure, the rotation speed of the burr was unstable, therefore the device got stuck with the rotawire. Both device were removed together and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the handshake connection was bent. Analysis was performed using a test rotawire, as the rotawire used in the procedure was not returned. During testing, the rotawire was able to be inserted through the annulus and advanced through the device, but encountered resistance at the bent handshake connection. Functional analysis was performed using a test advancer, as the advancer used in the procedure was not returned. During testing, the advancer was able to rotate, but was not able to reach optimal rpm due to the bent handshake connection. Product analysis confirmed the reported events, as the handshake connection was bent, causing resistance when attempting to insert the rotawire and preventing the device from reaching optimal rpm.

Event description:
It was reported that the burr got stuck on wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left descendant artery. A 2.00mm rotapro burr and rotawire drive were selected for use. During the procedure, the rotation speed of the burr was unstable, therefore the device got stuck with the rotawire. Both device were removed together and the procedure was completed with another of the same device. No complications were reported.